Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and apogee was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced increased urinary frequency and stress incontinence. (B)(4).

Event description:
It was reported that following insertion the patient experienced increased urinary frequency and stress incontinence.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted due to pelvic organ prolapse. It was also reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4).